Manufacturer narrative:
(B)(4). Component code - device subassembly = photometer.

Event description:
The customer received photometer lamp errors on the cobas integra 400 plus (i400+) analyzer. The customer tried re-booting the analyzer, but was still getting an error. The customer changed the lamp and as he did this, he noticed that the cord to the lamp was burned. He also said that there was corrosion on the instrument side of the plug. The field service engineer determined that the photometer cabling and a printed circuit board on the photometer went bad. He found that the photometer optics had a spill on the lens assembly that caused the printed circuit board to fail. He said that the printed circuit board was physically damaged due to excessive heat. The excessive heat of the board caused the corrosion seen on the instrument side of the plug. A wash station was not sealed around the wash tubes and all liquid was not contained. He replaced the wash station to ensure that this did not cause a spill on the photometer. He also replaced the photometer and lamp cable. The customer ran quality controls and these recovered within the correct ranges.